Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no reported patient impact.